Event description:
Patient had a laparoscopic cholecystectomy over 2 weeks ago. Readmitted 2 days later with pain and abdominal distension. Bile leak found and required ercp (endoscopic retrograde cholangiopancreatography) and stent x 2 and exploratory lap 2 weeks after readmission for drainage of bile. Surgeon states that on ercp a cystic duct leak from stump was seen with deformed clip on duct. States he has difficulty with this ligaclip applier on several occasions.======================manufacturer response for 10 mm ligaclip, 10 mm ligaclip (per site reporter).======================the manufacturer has agreed to be present at all surgeries using this devise to assess end user technique and assure no future problems.